Manufacturer narrative:
(B)(4). The customer has discarded the test strips.

Event description:
The customer initially called for an issue with coaguchek xs meter with serial number (B)(4) continuing to reset the time and date after changing the batteries. The customer was able to successfully set the time and date and run a test. The customer then mentioned an erroneous low inr result received approximately 3 weeks ago. The date of event documented is an approximation. The customer initially tested and received a result of 1.2 inr. The customer retested 15 minutes later and obtained a result of 4.2 inr. The customer has symptoms of bleeding and thought the result of 4.2 inr was correct and reported this result to her physician. The customer used a different finger for each test. The customer's therapeutic range is 3.0 ¿ 4.0 inr. No changes were made to the customer's warfarin/coumadin dose based on the result of 4.2 inr. The customer was advised to eat greens so she ate a salad. The customer did not require medical treatment for the symptoms of bleeding. No adverse event occurred. The customer is in stable condition. The customer is not anemic or polycythemic. The customer has the lupus antibody. The meter and test strips were requested for investigation however, the customer has discarded the test strips so they will not be returned. The meter was returned. The returned meter was tested in comparison to a retention meter and master lot strips. Donor 1 inr: 2.7 inr; donor 2 inr: 4.2 inr. Donor 1 hct: 41%; donor 2 hct: 40%. Donor 1: retention meter with master lot strips: 2.8 inr; customer meter with master lot strips: 2.8 inr . Donor 2: retention meter with master lot strips: 4.2 inr; customer meter with master lot strips: 4.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. Relevant retention test strips were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The investigation was unable to find a definitive root cause for this event.